Event description:
As reported, the patient underwent an initial left reverse total shoulder arthroplasty. Subsequently, the patient reported feeling something when carrying heavy items at their daughter's wedding. The patient was unstable following the reported event. The humeral tray, torque screw, and humeral linier were removed and revised to new components to address instability. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
D10: 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6), 320-06-42 - glenosphere 42mm (B)(6), 320-15-01 - eq rev glenoid plate (B)(6), 320-15-05 - eq rev locking screw (B)(6), 320-20-00 - eq reverse torque defining screw kit (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6), 321-52-07 - 3.2mm drill bit sterile (B)(6), 322-10-05 - humeral adapter tray, +5 (B)(6), 322-42-00 - 145-deg pe 42mm hum liner +0 (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.